Event description:
Customer called to report high blood glucose. Customer's current reading is 322 mg/dl. Customer stated she did treat for high blood glucose. In (B)(6) 2012, customer passed out due to high blood glucose. Husband found her and transported customer to hospital. During troubleshooting, the time and date are incorrect. Assisting customer with correcting time and date. All programming is correct. Manual prime correct, insulin did exit the tubing. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.